Event description:
Stent was deployed at the iliac. The last 10mm of the stent was deployed inside the sheath. When the physician pulled the protege device out, he felt it resistance, and then pulled harder to get it out of the sheath. There were no distal markers found on the stent after removal. Physician tried to put a pta balloon in and it would not go through the sheath. Physician knew at that time that 10mm of the stent was in the sheath. Physician states that as he pulled the device out, the nose cone of the protege may have cut the stent off inside the sheath. No further invention performed and no complication to the pt reported.